Event description:
It was reported that states the motor stopped running during a re-infusion. A 300cc of blood was discarded. It was not reported if any bagged blood or pre-donated blood was given to the pt. There were no adverse consequences reported related to this event.

Manufacturer narrative:
The driver has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.